Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not properly recognize a closed door. The cause was identified to be the upper hook switch was not functioning as intended. The upper auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not properly recognize a closed door. No additional information is available.